Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up, the atrial lead exhibited high capture thresholds. The lead was explanted and replaced.